Manufacturer narrative:
Additional information: sections d4(UDI), d9, h3 and h4 (manufacture date). Device evaluation: sections h6 and h10. Intuitive surgical, inc. (Isi) received the stapler instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed but did not replicate the customer-reported complaint. The instrument was found to have an unclamp failure based on log review but was not able to be replicated during in-house testing. Additionally, a review of logs showed multiple instrument manual grip release misuse, error codes 22027 and 26008. This occurs when the manual grip release wrench is used while the instrument joints are in a locked state. The instrument was initially placed on the in-house system but failed engagement. The instrument was manually reworked to override engagement failures and when retested on the in-house system it passed initialization, recognition and engagement tests multiple times. The instrument clamped, fired, and unclamped successfully with a blue 45 reload. Common causes of unclamp failures may be either device design-related or use-related. Regarding device design, permanent or temporary seizing of the mechanical clamp/unclamp interface where the torque required to unclamp exceeds pre-established limits can result. Regarding use, improper reprocessing may increase both galling of the clamp cam and damage to the clamping components of the instrument. Additional observations that were not reported by the customer: the instrument was placed on the in-house system and failed engagement error code 22020. The instrument was found to have a broken grip cable at grip housing. As a result, the grips will not open and close. The engagement failures are likely due to the broken grip cable observed. The instrument was also found to have a broken pivot pin.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endowrist stapler 45 (material # 470298-12, lot # t10181126-0082) reportedly became ¿locked down¿ and would not release. At the start of the call, the customer informed the technical support engineer (tse) that the instrument was able to be removed from the patient without injury. It was later clarified that when the stapler instrument would not open, the or team tried to use the emergency release wrench but could not get it to work. They were able to pry the jaws open with another instrument and proceeded with the surgery using a laparoscopic stapler. The customer elected to proceed with a handheld stapler instrument and continue with the case. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Prior to calling in to the technical support engineer (tse), the site opened the jaws with another instrument after the emergency release failed. No site visit was conducted. The system was working properly. The instrument has not been returned for failure analysis (fa) investigation. If the instrument is returned and additional information is obtained, a follow-up MDR will be submitted. A review of the instrument log for the endowrist stapler 45 (part # 470298-12, lot # t10181126-0082) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 16 uses remaining after this last usage. No image or video clip for the reported event was submitted to isi for review. This complaint is considered as a reportable event due to the following conclusion: it was reported that tissue was stuck in the instrument's jaws when the instrument failed to release from tissue. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.